Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type; programmer, physician.

Event description:
It was reported that at a pump refill on the day prior to this report, the drug concentration was changed from morphine 500 mcg/ml to morphine 5 mg/ml. A programming error was confirmed: the healthcare professional (hcp) first ¿didn¿t catch a concentration change for a few hours,¿/the concentration was not changed; therefore, the bridge bolus was not initially programmed at the refill. The patient was brought back to the clinic, and the bridge bolus was programmed the same day, approximately 3.5 hours after the refill (refill at 13:41, reprogrammed at 17:11.) The patient reported vomiting and shaking since 6:30am on (B)(6) 2014 and the patient was going in to their clinic on the date of the report. It was noted that the lapsed time was not accounted for when programming the bridge bolus. The patient was also taking hydrocodone at the time of the event. The programming error was resolved and the patient recovered without permanent impairment. The pump was used to infuse morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).